Event description:
It was reported that the device exhibited several episodes of post-paced t-wave oversensing. Programming change was made. There were no adverse health consequences, the patient was stable.